Event description:
Boston scientific crm received information that the patient with this device and lead presented to the hospital after receiving inappropriate shocks due to atrial fibrillation. Upon interrogation, the physician observed a yellow warning message that a shorted lead condition had been detected because of low shock impedance measurements with the shock delivery. No adverse patient effects were observed. Additional information was provided that the lead exhibited increased pacing thresholds and poor sensing. The lead was later surgically capped and successfully replaced.

Manufacturer narrative:
Device and lead replacement were being considered, however, records indicate that this lead remains in service. No adverse patient effects were observed. At this time, no additional information is available. If additional information becomes available, this report will be updated. At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.